Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the devices, it was noted the patient¿s mean pressure gradient was 3mmhg. One clip was successfully implanted, reducing mr to a grade of 1. The following day, the patient¿s gradient increased to an unknown grade. Also, the patient was given beta blockers to slow their heart rate. It was noted that there were no cardiac issues during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported required medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.